Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. The user performed a restart of the system, which helped to correct the issue. A field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions of checking and cleaning the adapter were completed, which resolved the issue temporarily after a restart. Further troubleshooting of checking the lan signal cable from the host pc to the live monitor was completed and it was found that the power of the dvi adapter was 4.9v dc, which is lower than normal (5.2¿5.3v dc). The field service engineer also found an issue with the single link dvi receive display. Analysis of the log file shows that a malfunction of the monitor could not be confirmed. However, there is no reason to doubt the onsite analysis and repair as the system was functional after the repair. After the fse replaced the single link dvi receive display and the power supply, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the live monitor did not display images. The device was in clinical use at the time of the event. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and single link dvi receive display. The device was returned to expected functionality.